Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced frequent ipg charging and the physician believed the issue to be related to the use of electrocautery during a previous non-device related procedure. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well following the procedure. A returned device analysis indicated that the complaint was not verified. The battery depletion rate and sleep current were within the expected range when the device was turned off. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient experienced frequent ipg charging and the physician believed the issue to be related to the use of electrocautery during a previous non-device related procedure. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4).